Event description:
On (B)(6) 2013, the patient had a turbohawk atherectomy and balloon angioplasty performed in the left sfa from the right femoral approach. The device remains inside the patient and does not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Incident meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for stent fracture regardless of patient outcome. The device involved was not available for evaluation as the stent remains implanted in the patient. With the info provided a document based investigation was carried out. Ten still images were provided to support the complaint investigation. These images were reviewed and the following comments were provided by the independent review; below the adductor canal in the above knee popliteal artery, a type IV fracture involves the distal most 15mm of the zilver stent. An 8mm gap separates the stent fragment. From marker to marker the stented segment length is still 100mm demonstrating that the gap was created by shortening of the larger proximal stent fragment lying in the adductor canal. The adductor canal stent segment interstices are crowded while adjacent more superior stent segment interstices above the adductor canal are stretched. Based on the images provided, the customer complaint can be confirmed as a type IV stent fracture. According to comments provided by the independent reviewer, stent fracture resulted from stretching that occurred across the adductor canal. It may be noted that according to the instruction for use for this device, stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to all distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Based on the images provided, the customer complaint can be confirmed as stent fracture type IV has been identified. According to info provided, no intervention against the stent fracture was conducted and the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.